Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump touch screen was missing pixels. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.